Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. The reported problem was resolved through an onsite visit by an olympus field service engineer (fse). The fse evaluated the device and determined the cause of the problem was a non-olympus monitor sdi adapter box port a1 functioning intermittently. The cables were re-routed port a2 to resolve the problem.

Manufacturer narrative:
This supplemental report is submitted to provide a correction to section g3, submitted on the initial MDR. The initial report, date received by manufacturer, section g3, is april 23, 2021.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the image was lost and that when the problem occurred, the monitor generated the message "no sync" and other times no message was generated and the display was "black." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the non-olympus monitor adapter sdi port.